Event description:
An x-ray revealed one of the pedicle screws was broken. The x-ray was taken during an epidural injection for radicular pain into the left leg about 4 years after implantation.

Manufacturer narrative:
Review of the product labeling identifies implant breakage as a possible complication. It further states, "...the implants are not intended to transfer or support forces developed during normal activities."